Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient was vomiting and dehydrated. For treatment, the patient was put on intravenous (IV) of insulin and fluids. The pod was worn between 4 and 24 hours on the hips/buttocks. The pod fell off and the cannula was dislodged. The pod was discarded. The patient was discharged after 2 days. No further details to report.